Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that during implant, the right atrial (ra) lead was attempted to be placed at least six times with no success. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.